Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation around the electrodes. The area was described as small red bumps in a circular pattern where the electrodes are. The patient stated that the skin is broken from excessive scratching. The patient also stated that he sweats quite a bit. As multiple attempts to reach the patient were unsuccessful, the final medical outcome of the irritation is unknown.